Manufacturer narrative:
Additional manufacturer narrative: the device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: requests by edwards to obtain additional information (reason for explant, operative records) about this event were declined by the healthcare provider, and the device was not returned for evaluation. Thus, the root cause of this explant cannot be identified or evaluated at this time. Edwards will continue to review and monitor all events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that an edwards bioprosthetic aortic valve, implanted approximately seven (7) years and two (2) months, was explanted , and replaced with another pericardial valve. The reason for explant has not been provided, no complications were reported.